Manufacturer narrative:
Alternate fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, white particles in the shell, and crack valve. A microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.